Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to damage to the cable unit, which prevented the endoscopic image from being displayed, and loss of water-tightness caused by poor water-tightness of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service center identified that the device could not display an endoscopic image due to damage to the cable unit, and also that water-tightness was lost due to poor water-tightness of the cable unit. There was no patient involvement.